Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching, swelling and necrosis¿ at the insertion site. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed sodium fusidate ointment, (an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching, swelling and necrosis¿ at the insertion site. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed sodium fusidate ointment, (an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.